Manufacturer narrative:
Reporter confirmed device will not be returned for analysis. Device labeling addresses the reported event as follows: precautions: use caution when suturing near or around foreign objects. Adverse events: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: · abdominal pain and / or bloating, · infection / sepsis.

Event description:
Reported as: a patient had an esg procedure and reported abdominal pain 3 days later. Patient was taken to the operation theater (ot) 72 hours post esg procedure where laparoscopy was performed and physician confirmed "abdominal sepsis" and the area was washed out. The patient went to recovery.